Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 27 mg/dl while sleeping and was "incapacitated"; cause was not known. Reportedly, the customer's continuous glucose monitor was not available and therefore the customer found it difficult to manage their diabetes without this reading. Customer went to the emergency room and was treated with intravenous fluids of saline and d10 and was discharged the same day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.